Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed upstream occlusion test (took more than 13. 3ml to get upstream occlusion alarm)" was not reproduced. Evaluation performed upstream occlusion testing at multiple different settings (10 ml/hr, 40 ml/hr, 100 ml/hr, 400 ml/hr, and 800 ml/hr) and the device passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No pump correction is required. Additionally, during functional testing, the reported problem "volume delivered a little too high (20. 95ml)" was not reproduced. Evaluation performed flow rate testing which resulted in error percentages of (B)(4), which is within the accepted range of (B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to sense upstream occlusion, volume delivered a little too high (20. 95ml). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.